Event description:
Healthcare professional reported right side "deflation/rupture" of a non-abbvie device. Device has been explanted.

Event description:
Healthcare professional reported right side "deflation/rupture". The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time.reason for reoperation: "deflation/rupture".